Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was at the pool and it started vibrating and she couldn't get the screen to come on. She dried it off and still nothing. Then she changed the battery and the screen still wont come on. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform self test, displacement test or verify keypad anomaly due to blank display. The insulin pump received with cracked case on the back at the battery tube area.